Event description:
Patient's legal representative stated superficial center tape erosion, superficial tape exposure right in the midline underneath the urethra, scratched partner's penis during intercourse, sui, leakage, continued dyspareunia.